Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and verified the reported complaint. The event history logs were reviewed and several error messages were observed. The device was tested and it had a leak higher than the acceptable limit. The pump was replaced with a known working pump and the device passed testing. The original pump was determined to have an internal leak. The pump was replaced. An unrelated issue was found and corrected. The device passed all testing and was returned to the customer.

Manufacturer narrative:
(B)(4). The evaluation and repair of the ventilator is yet to be completed.

Event description:
It was reported that a ventilator generated alarms after placing it on a patient. The patient was removed from the ventilator and transferred to another ventilator. There was no negative patient outcome (harm/injury) reported as a result of this event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to a mechanical problem. If information is provided in the future, a supplemental report will be issued.